Event description:
A malfunction alarm was reported with a code identified as malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had not previously reset the pump for this malfunction, so technical support provided reset information and assisted with resetting it. Afterward, the same malfunction did not recur, and the customer was advised to continue using the pump and contact support if any issues arose again.